Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
When powered on for use on patient, the autopulse platform (sn (B)(6) started in a different language. The device was powered off and on again and it returned to english. Subsequently, the platform performed as intended. This did result in a slight delay to patient treatment, but this was minimal. No patient injury was reported. After the event, during troubleshooting over email with zoll UK tech service, the customer powered on the platform on again and the display now only displays numbers, letters, and symbols. When the start button is pressed, the lifeband draws in but the customer cannot tell what that platform is doing due to the display issue.

Manufacturer narrative:
The customer reported complaint that the display on the autopulse platform (sn (B)(6) only displays numbers, letters, and symbols was confirmed during visual inspection. Upon powering on the device, it displayed confused characters. The root cause of the reported complaint was a failed processor board. The processor pca assembly needs to be replaced to remedy the complaint. The autopulse platform passed initial functional testing and the load cell characterization test without fault or error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(6).